Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation was unable to determine the assignable cause due to an inability to reproduce the reported symptom. The reported problem "ec 343" was confirmed through the ehl review by the presence of a single "system error 343" in the log which may have interrupted infusion processes. Evaluation was unable to reproduce the reported symptom or identify component causality. No additional investigation is required for this complaint.

Event description:
It was reported that a spectrum pump displayed system error 343. Any patient involvement, injury or medical intervention is unknown.